Manufacturer narrative:
(B)(4); the complete lead was returned severed in two segments approximately 21.5 centimeters (cm) from the terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation confirmed trilumen insulation damage (abrasion) and exposed conductor coils. The damage was noted to be consistent with clavicle/first-rib entrapment. No further testing was performed due to the damage to the lead.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that an invasive procedure was performed. A lead insulation breach was noted under the suture sleeve. The lead and device were explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low r-wave measurements and low out of range pacing impedance measurements less than 200 ohms. An x-ray was ordered and a revision procedure was planned for a date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.